Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that a syringe 3ml ls was found to be damaged. The following was reported by the initial reporter: "this is a report about a deformed barrel. According to the customer's report, a syringe for cov vaccination was damaged like melted."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a syringe 3ml ls was found to be damaged. The following was reported by the initial reporter: "this is a report about a deformed barrel. According to the customer's report, a syringe for cov vaccination was damaged like melted."